Manufacturer narrative:
The vitamin d reagent lot number was 484711 with an expiration date of 31-may-2021. The field service engineer and field application specialist confirmed reagent handling was ok. The customer's calibration and qc data were acceptable. Based on the available information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation confirmed a previous instrument check was ok, the instrument's temperature profile was ok, and the performance of the instrument was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for one patient tested on a cobas 8000 e 801 module. The patient's initial vitamin d results were not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer for confirmation. At 12:58, the patient's initial vitamin d result was 143 nmol/l. The patient's repeat vitamin d results were 62.5 nmol/l at 13:58 and 62 nmol/l at 15:08. The vitamin d reagent lot number was 484711 with an expiration date requested but not provided.